Event description:
A malfunction code was reported, indicating an issue with the pump. The customer's blood glucose level remained below 500 mg/dl, showing no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing continued use of the pump. The customer was advised to contact support if the issue reappeared, and they acknowledged this guidance.